Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Source: email & phone.

Event description:
Alleged 3-5 false positive results out of approximately 75-100 tests (3-7%). Results confirmed by pcr.